Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified of an incident involving a mk1 pool lift. It was initially reported that the safety side of the stretcher attached to the lift failed and a resident fell onto the pool side. According to the information received further (during arjo service team leader visit at the customer site), it was clarified that the belt buckles of the stretcher detached while transferring the resident to the pool using mk1 pool lift. As a consequense, the resident fell face down onto the floor next to the pool suffering facial injuries and a concussion and was taken to the hospital. During an arjo service team leader inspection it was found that both stretchers were fitted with buckle straps/belts. According to the findings, the buckles could be locked. However, it was indicated that the buckles can only detach unexpectedly if they are buckled in the opposite direction (while the strap is twisted) and the force is applied. This was confirmed by the photographic evidence provided. The belts, fitted with buckles, are intended to support the position of the resident on the stretcher and to prevent unintentional repositioning of the resident. The instruction for use (operating and product care instructions dx10380.gb issue 3 from october 2002 ¿ the earliest available document for mk1pool lift) states: "if the patient is unstable or restless, straps may be used to encircle the patient on the stretcher." Based on the information gathered in the course of this investigation, the belt buckles locked and unlocked correctly while were fastened in the correct direction. Therefore, it can be hypothesised that the belt buckles were not properly locked due to the twisted belt and this might have led to their unexpected buckles releasing. To sum up, the mk1 pool lift and it's stretcher which were used as a system, did not meet its performance specifications as the belt buckles opened. The event occurred during use with the resident. This complaint was decided to be reported to the regulatory authorities due to indication of the resident fall, which have resulted in a serious injury occurrence.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 9611530, 3004468271 and 9681684. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified of an incident involving a mk1 pool lift. It was reported that while transferring a resident to the pool, the security belt of the pool stretcher became detached and the resident fell face down onto the floor next to the pool. The resident suffered facial injuries and a concussion and was taken to the hospital.